Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported that during the left internal carotid artery-ophthalmic (c6 segment)(saccular) aneurysm procedure, subject flow diverting stent was successfully implanted. Approximately 4 months post procedure that patient had recurrently blurred vision and recurrently dizziness. According to site this adverse event had a probable relationship with the procedure, disease under study or underlying condition or disease and subject flow diverting stent. The adverse event is ongoing. No treatment was required. Ophthalmology and ent examination have been done revealing no abnormalities. No additional information available.

Event description:
It was reported that during the left internal carotid artery-ophthalmic (c6 segment)(saccular) aneurysm procedure, subject flow diverting stent was successfully implanted. Approximately 4 months post procedure that patient had recurrently blurred vision and recurrently dizziness. According to site this adverse event had a probable relationship with the procedure, disease under study or underlying condition or disease and subject flow diverting stent. The adverse event is ongoing. No treatment was required. Ophtalmology and ent examination have been done revealing no abnormalities. No additional information available.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.